Manufacturer narrative:
The cause for the (B)(6) advia centaur hbsag result is unknown. Quality control results were within range. The customer has declined service at this time. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
A (B)(6) advia centaur hbsag result was obtained on a patient sample and was considered (B)(6) when compared to repeat testing and to a redraw patient sample test. The physician questioned the result as the patient is immunized. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the (B)(6) advia centaur hbsag result.